Event description:
Apparent chemical burn; I had a holter monitor. I received the tendertrode pediatric ECG electrodes instead of the usual adult electrodes for the test because of allergies. I have been communicating with the company mostly on the phone and a few times by email since I was injured trying to find out what it was in the electrode gel that inflamed my skin where the center of the electrodes were but they keep delaying an answer and last I spoke with them they say they cant tell me what is in the electrode gel because they buy it from a third party. That does not seem safe to not know what is in your own supposedly hypoallergenic product. The lot number for this was 195369 and the number on the pouch was a10001. Here is the products web address: https://hs.nisshamedical.com/en/ECG-electrodes/tendertrode-electrodes. FDA safety report ID# (B)(4).